Event description:
A manufacturer representative (rep) reported that a patient had a pocket revision on (B)(6) 2016 and pre-surgery impedances were within normal limits. However, post pocket revision, all contact pairs with electrode 1 were showing >40k ohms. When tested at 3v, electrode 1 was showing >32k ohms as well. The patient is not programmed yet and is not using contact 1. See related regulatory report 3004209178-2016-14286.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-28, lot# va0t2ne, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported the implantable neurostimulator (ins) was moving down out of the pocket. The patient had an appointment with their health care provider scheduled for (B)(6)2015. The patient's indication for use is dystonia and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.